Event description:
It was reported that the patient showed to clinic due to a heart wall perforation that was confirmed with x-rays and was sent to hospital. The patient presented a pericardial effusion and a pericardiocentesis was performed to resolve this injury. 2 days after this procedure, this lead was explanted and replaced with a non-bsc lead. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. B5 (problem description) was updated to a more informative description. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Stylet insertion test failed due to a necked-down inner coil near the terminal pin, the conductor was deformed; this observation was coded. X-ray re-confirmed the necked-down inner coil near the terminal pin, damage indicative of helix extension/retraction issues. The perforation/pericardial effusion allegations were not confirmed by laboratory analysis, but was assigned a cause code based on the field report (known inherent risk of device).

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to a heart wall perforation that was discovered with x-ray imaging. The patient experienced a pericardial effusion and a pericardiocentesis was performed. This lead was returned. No additional adverse patient effects were reported.